Event description:
Pt called to report a corneal ulcer about 3 weeks ago. The pt reported inserting a new pair of lenses and wore them for about 2 days daily wear. The pt traveled by plane and his eyes bothered him. He saw an eye care provider in the airport and was prescribed "eye drops." The pt discontinued lens wear and followed up with an ophthalmologist. In 2007, we received a copy of the treatment records. They are summarized below. This is being filed as serious injury due to the visit observation of "rare cells" in the anterior chamber indicating iritis. Note from ophthalmologist as follows: visit one month before, od corneal abrasion, irritation, redness, watery and foreign body sensation for a couple of days, very painful last night. Rx zymar q2h. Bcva 20/20 -2 od 20/20 os. Sle small corneal 1mm abscess superotemporal to visual axis with leukocytes infiltrates surrounding it. Od corneal ulcer. Begin acular qid. Visit three days later, corneal abscess. No noted loss of vision, no eye pain. Zymar qh, acular prn. 20/15 ou. Sle resolving ulcer nasal to visual axis with 2+ spk. Ac deep, rare cell. No staining on ulcer under fluorescein. Resolving corneal ulcer. F/u visit four days later, corneal ulcer. Ou vision improved 20/15, no eye pain. Sle lens clear, od leukoma superonasal to visual axis. No signs of irritation. Cornea clear. Resolved corneal ulcer. Pt cleared to resume contact lens wear. Product was requested, but has not been returned by pt. MDR reportable events are reviewed in quarterly management review meetings.

Manufacturer narrative:
No conclusion can be drawn.